Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 14 days dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type IV.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 14 days dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type IV.